Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm 6900ptfx mitral valve implanted four (4) years, four (4) months, underwent valve-in-valve procedure due to unknown reasons. Tmvr was successfully performed with a 29mm sapien 3 transcatheter valve with good result.